Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in patient coincident with extraneal viaflex and physioneal 40 unknown bag therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. It was not reported if the patient was hospitalized. It was not reported if remedial treatment was rendered or if the peritonitis resolved. The cause of the peritonitis was not reported. Extraneal and physioneal therapies were discontinued and the patient was switched to hemodialysis. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.